Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer sst blood collection tubes were giving erroneous results and the patient was sent to the emergency department and had to be redrawn.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were giving erroneous results and the patient was sent to the emergency department and had to be redrawn.

Manufacturer narrative:
Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. A review of the DHR could not be performed as the batch number is unknown. No customer samples/photos were received for evaluation. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate.